Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that 4 days after three dental implants were installed in patient¿s mouth, it was verified their non-osseointegration. Twenty ncm of primary stability was achieved and immediate load was performed.